Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition with a scratched screen. The event history log was unable to be downloaded. The device was started in application, no problems were found with beeping. However, the downstream sensor will be replaced as a preventive measure. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a "double beep no cassette" during testing. There was no patient involvement.